Manufacturer narrative:
Block h6: device code a040609 captures the reportable code of shaft tip bent.

Event description:
It was reported that during a procedure using a solyx? Sis system device, the needle tip became bent. The procedure was successfully completed using another solyx? Sis system device. No patient complications were reported.